Manufacturer narrative:
The complaint product was not returned for eval at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).

Event description:
This is the second of three reports from the same reporter involving three pts diagnosed with infectious corneal ulcers. Two of the pts have bacterial corneal ulcers and one of the pts has a fungal corneal ulcer. It is unk which diagnosis is for which pt. This report is representative of the unspecified pts: refer to 1422160-2014-00018 for the description of the initial report which is representative of the known pt. Refer to 14422160-2014-00020 for the description of the third report which is representative of the unspecified pt. On (B)(6) 2014, an eye care professional (ecp) reported that he had two pts with severe infectious bacterial corneal ulcers in their eyes and one pt with an infectious fungal corneal ulcer. The ecp then reported that two of the pts would likely lose sight permanently in their eyes. He reported that the pt purchased freshlook contacts from their local (B)(6) service stations. He also reported that he called the stations who told him that they are sent contact lenses directly from the MFR. As of (B)(6) 2014, the ecp reported that he prescribed besivance ointment four times daily for the pts with the bacterial corneal ulcers. He then reported that the one of the pts was storing the contact lenses in tap water and wearing them on and off for three months. Additional info has been requesting but not yet received.